Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) case using a 14f amplatzer amulet delivery sheath. During procedure, there was difficulty advancing the delivery sheath due to tortuous femoral artery anatomy. The stiff wire was exchanged for a non-abbott wire. When they changed the wire, the the tip of the sheath was noted to be split. The delivery system was kinked and retrieved. A new 12f sheath was used with a 16f non abbott introducer, and the 25mm amulet was successfully implanted with no injuries for the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of the difficult to advance (advancement difficulty through patient anatomy), material twisted/bent, and material split, cut or torn was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from field indicated that during procedure, there was difficulty advancing the delivery sheath due to tortuous femoral artery anatomy. The stiff wire was exchanged for a non-abbott wire. When they changed the wire, the the tip of the sheath was noted to be split. The delivery system was kinked and retrieved. A new 12f sheath was used with a 16f non-abbott introducer, and the 25mm amulet was successfully implanted with no injuries for the patient. Based on the information received, the reported difficult to advance appears to be due to patient's anatomy (tortuous femoral artery anatomy). The reported material bent and material split of sheath appeared to be related to reported difficult to advance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) case using a 14f amplatzer amulet delivery sheath. During procedure, there was difficulty advancing the delivery sheath due to tortuous femoral artery anatomy. The stiff wire was exchanged for a non-abbott wire. When they changed the wire, the tip of the sheath was noted to be split. The delivery system was kinked and retrieved. A new 12f sheath was used with a 16f non abbott introducer, and the 25mm amulet was successfully implanted with no injuries for the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.